Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to the olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined, however, there was the possibility that the reported phenomenon was attributed to the failure of ccd unit due to the corrosion inside of the subject device by the ingress of liquid. Based upon information from olympus thailand, it was known that the camera cable of the subject device had the pin hole and leakage. Therefore the pin hole and leakage might cause the ingress of liquid, and it might be attributed to the external force by the user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device have not been returned to omsc. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a laparoscopic procedure using the subject device, the endoscopic image blinked. The user had stopped using the subject device and changed to open surgery procedure. The user facility did not provide other detailed information. Olympus thailand (oth) checked the subject device and found that the image of the subject device had problem, the camera cable had pin hole and leakage, and also there was corrosion inside all around the subject device. Oth thought that the image problem was attributed to the corrosion due to the water invasion from the pin hole of the camera cable.